Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the keypad buttons became intermittently unresponsive about three weeks ago. She stated that the buttons also occasionally cause scrolling. She confirmed that the rubber keypad is intact. The patient noted that the keypad buttons feel normal, and click and spring back as expected when pressed. She stated that she wears the pump underneath her clothing, and does not clean the pump.